Event description:
The reporter stated that the flowable wound matrix was used, as part of an investigator initiated study, to treat a pt with a left plantar diabetic foot ulcer. In a procedure, the product was injected subcutaneously, deep into the ulcer, using an angiocath, and then applied topically to the surface of the ulcer with the catheter at an outpatient clinic visit. A total contact cast was then applied. On the same evening, the pt experienced pain which was relieved by pain medication. Two days later, the pt went to another emergency room complaining of pain, fever, chills and nausea. The cast was removed; later, the blister opened and brown drainage was reported. Bactrim was prescribed. Four days after the introduction of the product, the pt went to the emergency room at the medical center where the flowable wound matrix was used. He was admitted to the hosp with an infection of the left foot, cellulitis and fever. His white blood cell count was elevated. Wound and blood cultures were done. Gram positive cocci (B)(6) was found and wound cultures were positive for (B)(6). Vancomycin and cipro were prescribed. The pt has diabetes, hypertension and esrd (end-stage renal disease) and is on dialysis. He has had multiple surgeries to the left foot including left tma (transmetatarsal) amputation. Additional info was provided by the clinician; the pt has now been discharged from the hosp. The cellulitis was found to be superficial.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been based upon the reported info. The findings to date are: the flowable wound matrix (fwm) product lot number is 305000186359. The corresponding plainsboro105 (mfg) lot number is 105000181688. Dispersion (B)(4) was reviewed. The sterilization records for processing equipment and the filter testing were reviewed and met requirements. The sterilization of the lyophilizer was longer than required. The longer time for the sterilizing condition provided greater lyophilizer sterility assurance. This did not affect the product because the lyophilizer is empty during the sterilization cycle. Nc2005 for a disconnected supply line for the greer mill occurred. This was investigated and did not affect the dispersion lot except to reduce the dispersion lot quantity (ref. Memo "accidental spillage of prepared dispersion (ln 405000177840)." Nc2013 occurred for a mfg employee touch plate level that exceeded the action level. The species identified were different from the species identified in the pt. This was investigated and subsequent bioburden testing confirmed that the product lot met requirements (ref microbiology investigation report ncr (B)(4)). No growth was observed. Nc2014 occurred for high mold count from monthly air monitoring that exceeded the action level. The species identified were different from the species identified in the pt. This was investigated and subsequent bioburden testing confirmed that the product lot met requirements. (Ref. Microbiology investigation report (B)(4)). No growth was observed. Nc2048 occurred because the creep test air pressure used to test the outer tyvek pouches was inconsistent with (B)(4). Pouch sealing records were reviewed and showed no anomalies. The product is terminally sterilized prior to release. The sterilization record was reviewed and met requirements. A clinical analysis was done that concluded that the source of the pt¿s infection was the high risk location of a hlth care facility compounded by the pt¿s generally poor hlth status. Integra¿s complaint database was reviewed. Records are recorded since 2006. No similar infection complaints were recorded to the current date. This complaint was not confirmed.